Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/14/2017, that on (B)(6) 2017, the patient experienced an adverse event. It was reported that the patient experienced having severe low blood sugar. The patient stated that the dexcom system alerted and that he woke up on the bathroom floor and realized he had hit his head. The patient went to the doctor the next day on (B)(6) 2017 for treatment. There was no allegation against the dexcom system as the device worked as intended. No additional patient or event information is available.